Event description:
A customer contacted beckman coulter inc. (Bec) stating that one of their technicians was performing maintenance on their unicel dxc 800 pro synchron clinical system and was running controls when error " ise error dac setting failed" was received. The technician then replaced the co2 membrane and reference electrodes and tried to calibrate and failed with repeat error. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and lab coat at the time of the incident. No injury or exposure was reported. Per customer, all patient data was reviewed up to time of error. They were running only controls when error occurred.

Manufacturer narrative:
Bec cts (customer technical support) advised customer to use personal protective equipment (ppe) and had the customer visually inspect co2 electrode connection to adc board and also flow cell for any signs of leak. Cts asked customer to use esd (electrostatic discharge) strap and raise the ise module and go into ise service to drain cup. Cts then had customer unplug the electrode, remove the co2 electrode, dry the port with wipe and reattach. The customer stated when he touched the electrode at the flow cell there was a couple of droplets dripping. When asked to verify if any leaks were observed around the other electrodes, the customer stated that no leaks were observed. A field service engineer (fse) went on-site (B)(4) 2012, and examined the flow cell and parts. Fse did not identify any leaks or dripping. Fse then removed the flow cell, performed preventive maintenance that included cleaning debris from the co2 mix port, replacing a membrane on the co2 electrode and reassembling the flow cell. System functionality was verified by established procedures. Preventive maintenance is not related to reported event. Service was unable to reproduce the issue; issue has not reoccurred. (B)(4).